Event description:
It was reported that a cgm error occurred, specifically error 42, involving a g7 sensor. Sensor session was successfully started, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was guided through a complete pump reset by technical support, and the issue did not reoccur after the reset.